Manufacturer narrative:
Manufacturing investigation evaluation: the tip of the returned instrument is broken as complained. The device history record review shows that this part was manufactured in december, 2010 according to the specifications. The component was manufactured from material 1.4028 and hardened according to procedure. The measured dimension of the tip meets the specifications. A visual inspection shows that the tip was broken off during removal procedure as it is twisted in counter-clockwise position. Mechanical overloading during screw removal is identified as the root cause for the breakage of the tip. No manufacturing related issues were identified and/or confirmed. Long term in use under hard conditions may have led to the damages / breakages. No product fault could be identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a routine instrument inspection on (B)(6) 2016, the following instruments were discovered to have been broken: screwdriver, fixation bolt, insertion sleeve, and drill bit. A description of the damage was not provided. It is unknown when the breakages occurred but there was no report of patient or surgical involvement. This report is 1 of 4 for (B)(4).